Manufacturer narrative:
(B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) is used as the surgeon had to shave around the broken part with hollow reamer and k wire to retrieve the fragment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a cortex screw was used in surgery for distal femur fracture on (B)(6) 2017. During surgery, after the surgeon reduced and wound cable, he forcefully inserted several locking screws in the distal part because bone substance was hard. However, the screw head touched a plate and the portion of the screw adjacent to the screw head was broken. Screw tap had not been cut before insertion. From the first the plate and bone axis didn¿t fit, so the surgeon extracted easily without peeling the plate off. The broken part was protruded about 5 mm from bone so he grabbed the screw with plier; however the screw didn¿t turn around so surgeon shoved around the broken part with hollow reamer and k wire, and extracted it. There was a surgical prolongation of 15 minutes reported. There is no information available about patient and surgical outcome. Concomitant devices reported: screw tap (part # unknown, lot # unknown, quantity 1), plate (part # unknown, lot # unknown, quantity 1), plier (part # unknown, lot # unknown, quantity 1), hollow reamer (part # unknown, lot # unknown, quantity 1), k-wire (part # unknown, lot # unknown, quantity 1) this is report 1 of 1 for (B)(4).